Manufacturer narrative:
Per additional information received, bd has determined that the event was not reportable. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that the patient had been rewarming for less than 2 hours and device alarming 80 (non-recoverable system error) on the arctic sun device. Nurse could not clear out alert. Mis had nurse to power off device and back on. The device immediately alerted water reservoir low. Mis had nurse to press continue current patient, empty pads and start under rewarm. Therapy resumed with flow rate at 3.3 l/m. Per follow up information received via phone on 11jan2023, nurse stated that patient was able to continue therapy with no issues. Mis helped nurse to resolve the issue as mentioned in the event. Device was working fine.

Event description:
It was reported that the patient had been rewarming for less than 2 hours and device alarming 80 (non-recoverable system error) on the arctic sun device. Nurse could not clear out alert. Mis had nurse to power off device and back on. The device immediately alerted water reservoir low. Mis had nurse to press continue current patient, empty pads and start under rewarm. Therapy resumed with flow rate at 3.3 l/m.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.